Manufacturer narrative:
The device was not returned for analysis; however, photos provided by the account were reviewed by product performance engineering. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on photos provided by the account, the foil pouch appears to be opened at the vendor seal and appears to be torn from the right-side serrated edge of the seal. It should be noted that the xience sierra foil pouch has two seals, one above the label that is identified as the vendor seal and one below the label that is performed during packaging of the xience sierra product and identified as the abbott seal. It is unclear how the tear occurred along the vendor seal; however, the xience sierra manufacturing packaging process includes an inspection of the empty foil pouch and vendor seal prior to inserting the device. This inspection is performed on every device and is designed to identify complete seals with no channels, openings, voids/gaps and/or creases and wrinkles. Unsealed device packaging may be attributed to factors including, but not limited to, device storage or inadvertent mishandling. Based on the photos of the torn foil pouch provided by the account; the foil pouch vendor seal appears to have been fully sealed and opened manually. In this case, it is possible that the product was previously opened to use for another procedure and inadvertently restocked at the account; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 2.50x28mm rx xience sierra stent delivery system was removed from the chipboard box, the foil pouch was open. The inner pouch has remained sealed. Another same size device was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.